Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 519 mg/dl. The customer also stated that the insulin pump was beeping as well as it said battery out limit. Troubleshooting was performed for battery out limit. The insulin pump will not be returned for analysis.